Event description:
Revision surgery revealed polyethylene wear of the tibial insert. The tibial baseplate and femoral component were also revised at this time.

Manufacturer narrative:
Summary of evaluation: the examination results suggest that this event is not device related but rather is associated with positioning.